Event description:
Boston scientific received information that during a routine check, right atrial (ra) lead exhibited low out-of-range (oor) pace lead impedance (pli) measurement less than 200 ohms. A local boston scientific field representative reported that the oor measurement was observed on a pacing system analyzer (psa) as well. The connections were noted good. An invasive procedure was performed in which the ra lead was surgically abandoned and replaced. The product is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.